Event description:
It was reported to ge that a number of pts rec'd false positive diagnoses (diagnosed with pathology when none was present) resulting in several of these pts being catheterized and one being rescanned. There were no reports of sequelae to the catheterizations. The issue appears to be caused by low count rate in detector 1 due to inadequate quality control of the sys. The low count rate issue was resolved by running the sys's autocalibration program. The recommended quality control regimen has been discussed with the staff at the site.